Manufacturer narrative:
(B)(4). The transfer set was received and analyzed. Visual inspection and leak testing both identified a cut in the tubing of the transfer set. Clear passage and clamp functional testing were performed with no issues noted. Sample analysis confirmed the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set leaked from its silicon tubing. This occurred during patient use. The position of the set when this occurred is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.